Event description:
It was reported that during a lobectomy procedure, the clip would not feed into the jaw from the third or the forth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged antiback-up, misassembled hoop spring. The analysis results found that the instrument was received non-functional. During functional testing, the clips would not advance. The instrument was disassembled and the hoop spring was found deformed and the antibackup lever out of position. A potential cause of the condition found is misassembling of the hoop spring during mfg process. However, we could not be certain what may have caused the condition found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.